Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. Pt stated they think they are on a low setting. Walked pt through how to connect with ins and pt stated therapy was on at 0.6. Pt stated on call when communicator was placed on ins pt was feeling a little vibration/sensation at implant site where communicator was placed, not in bicycle seat area. Reviewed stimulation expectations. Pt stated it felt like a little unusual feeling. Pt increased stimulation to 0.7 and then stated feeling stimulation in bicycle seat area. Pt stated still feeling a little bit of a weird sensation at their implant site. Pt reported stimulation was not as comfortable as they were feeling stimulation continuously so pt decreased stim back to 0.6 (pt confirmed more comfortable at this setting). Pt stated will leave therapy at this setting and will discuss with healthcare provider (hcp). Pt reported they have been having some hip issues with their left hip and that is where their ins is on their left side. Pt stated they have been to their orthopedic surgeon that did x-rays and pt stated they were told they are not ready for a hip operation as theirs is a moderate not extreme case of degenerating. Pt inquired if their ins could be causing pt pain along their groin area and on the side of their hip near their ins. Pt reported if they sit in a chair and lean forward to get up they will get pain right along the "whole crease" of their groin area and in the muscles down the inside of their leg. Pt reported this has increased a lot more in the last couple weeks. Pt stated it's hard to say when this issue first started and stated they have had the implant for they think around 6 months now. Pt reported they were on a cruise in november, late nov/dec and pt noticed having more issues on right side where they already had their hip "done". Pt reported then it just kind of progressed and reported noticed walking was giving them a little more discomfort. Pt stated in the last week or two has "really revved itself up". Pt stated on x-ray it was difficult to see all the way through as the ins was blocking off some of the area of the x-ray. Pt stated they were supposed to have a colonoscopy a couple weeks ago and stated they don't recall having these issues with their legs(pt stated they had some, but not as bad). Pt stated colonoscopy had to be rescheduled as pt was unable to do the prep work. Pt reported their "insides are going crazy" and stated they are trying to get back to normal. Pt stated they have ins for their bowels (pt stated bowels do not empty completely). Pt stated this has gotten better, but not 100%. Pt reported periods of time they have softer stools, but stated they still "drib and drab sort of". Pt stated they are prepping for next colonoscopy and they have been on a low fiber diet for 3 days so they have not had their citrucel so pt stated their stools have gone back to "what I would call little peanuts". Reviewed role of patient services and redirected pt to hcp to discuss symptoms. Pt denied any recent trauma/falls. Pt stated they did physical therapy for the bowel and stim for the bowel. Pt reported their implant is a "pain in the butt" because it's so near the surface and reported sometimes it feels like it gets a little irritated at the skin near where the sutures were put in. Pt stated this has been 6 months. Pt stated they know they are not supposed to put their hand over their implant site but stated they have to dry off after a shower and reported it can be uncomfortable when pt's husband hugs them. Reviewed option to decrease stimulation or turn off ins to see if symptoms improve and follow up with hcp to further discuss. Additional information was received from the patient. It was reported that the cause of the ins vibration was undetermined. The patient does not know the most likely cause. The patient is waiting for their doctor and pa to talk to a manufacturer representative. The issue was not yet resolved.